Event description:
The user facility reported that the device overheated during a procedure.  The user facility reported the patient was burned.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a procedure.  The user facility reported the patient was burned.